Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the device had sealing issue. Started sleeve and small bleeding on stomach initially occurred. Regardless where bleeding occurred in stomach, the device was activated- this produced a burn with charring, but the bleeding stopped. A first-degree burn occurred to the part of the stomach where it had to be sealed with the device to stop the bleeding. On continuing with dissection using the same device, the bleeding appeared to have stopped on a short gastric vessel, so a new device was used to continue the surgery. But it was noticed that seal did not hold and that the small gastric vessel was still bleeding and required suturing to stop the bleeding. The surgeon decided to abandon the gastric sleeve procedure because of the blood loss that was more than 100 ml but less than 250 ml. For the device that is being complained, there was no re-grasp alert, but there was an end tone and an evidence of energy delivery. The generator used during the procedure was a recently serviced ft10.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue burning was observed during testing. The investigation found the device to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.